Event description:
Customer can not get the pressure to come up to 70%. The malfunction was found during the 6 month routine maintenance as outlined in the operators manual.

Manufacturer narrative:
No pt involvement. Found during routine maintenance as required by operator's manual. Device rec'd and is undergoing eval. Results will be provided once eval is complete.